Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had developed a lead fracture and the right atrial (ra) lead exhibited high thresholds. Both leads have been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead also exhibited an alert for high/undefined pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.